Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, while the device was used in stapling in a sleeve gastrectomy, there was incomplete staple line at the distal end of the device. It was also noted that there were poor staple formation. Surgeon replaced the reload to resolve the issue. No patient injury.